Event description:
The customer reported observing an overflow from the cuvettes of the unicel dxc 800 synchron system while troubleshooting an issue with high triglyceride results. Please refer to medwatch report 2050012-2014-00057 for a report of the event involving the high triglyceride results. It is unknown of what personal protective equipment was worn by the customer at the time of the event, but there was no report of injury or direct exposure to the leak. Beckman coulter is unaware of any erroneous results generated as a result of the leak and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument, and confirmed the reported cuvette overflow. The fse proceeded to replace waste valve v2 for wash probe 2 to resolve the cuvette overflow and verified the repair as per established procedures. (B)(4).